Event description:
Plaintiff alleges as a direct and proximate result of being continuously exposed to the latex gloves, developed severe illnesses and injuries to the skin, including but not limited to skin discolration, soreness, rashes, respiratory and/or other related diseases.